Event description:
After an implantation period of about 4 weeks, high pacing threshold values and an exit block were reported. The lead was explanted.

Manufacturer narrative:
As part of the analysis, the mechanical and electrical properties of the lead were tested. The analysis showed no deviations from the electrical specifications, which could be connected to the problem of a high post-operative pacing threshold mentioned in the complaint. No mfg error or material defect could be found during the analysis. The deformation of the helix coil and the cut in the insulation are probably due to the explantation. Based on the analysis results, no free replacement can be offered.